Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus endoanchors and an endurant aortic cuff were implanted for the treatment of a proximal type endoleak of a previously implanted endurant stent graft. It was reported that a CT revealed that the endurant stent graft had a proximal type I endoleak, the aneurysm is 6 cm in diameter, the aortic neck at the renal arteries is 30 mm in diameter, 10 mm in length, and 30-40 degree angulation. One month post CT scan, the physician elected to implant an endurant aortic cuff and twelve heli-fx aptus endoanchors. The endurant proximal type I endoleak was resolved. Per the investigator the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; the investigator believed that the proximal type I endoleak was due to dilatation of the aortic neck. If information is provided in the future, a supplemental report will be issued.